Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a revision surgery was performed due to pain and cartilage hardening. It is unknown which exact devices were revised. A patella resurfacing device is involved in this revision. The outcome of the patient is unknown.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record , risk management review and complaint history review cannot be completed. According to clinical/medical investigation, this case reports a knee revision and patellar resurfacing surgery was performed due to pain and cartilage hardening, although the components revised remain unknown. Per email communication, the requested surgical reports and x-rays are unavailable and the patient outcome is unknown. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.